Manufacturer narrative:
A visual examination of the returned device found side-car push-back, the basket tip was missing and basket wires withdrawn into coil assembly. A functional check of the device was performed by extending the basket wire assembly, and the basket wires were not bent or malformed. Furthermore there was evidence of tip attachment on ends of basket wires. Additionally a material review of the component found no anomalies and concluded that the tip strength met the specifications. The condition of the returned incident device was consistent with the complaint that the tip detached. The returned device was missing the metal tip, however, the basket wires show evidence of tip attachment. Therefore, the most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the device was inserted into the stomach and tested. During actuation of the handle, the tip of the basket detached and remained inside of the sheath of the device, nothing fell inside of the patients stomach. The procedure was completed with an unknown competitors device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the device was inserted into the stomach and tested. During actuation of the handle, the tip of the basket detached and remained inside of the sheath of the device, nothing fell inside of the patients stomach. The procedure was completed with an unknown competitors device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.